Manufacturer narrative:
This is the 2nd of 2 reports filed for this event. The subject device is not available.

Event description:
The patient underwent a thrombectomy procedure to treat the occluded m1 segment of the right middle cerebral artery. It was reported that during the study procedure, vessel dissection occurred for which treatment was not required. However, the relationship of the device performance to the dissection encountered was assessed as unknown. Post the thrombectomy procedure, a tici of 2a was achieved, and at 24 hours post procedure the patient was assessed having a nihss of 11. It was reported that approximately 48 hours post the index procedure, there was neurological deterioration and a hemicraniectomy was performed to decrease intracranial pressure. The relationship of the device to the patient¿s neurological deterioration and hemicraniectomy were assessed as related to the procedure but unknown to the device. No further information is available.

Manufacturer narrative:
Executive summary - corrected based on additional information received from the study facility. The study facility has provided additional information clarifying that the vessel dissection previously reported had been documented in the clinical report as a differential diagnosis as the dissection may have been the cause of the initial presenting stroke or a dissection may have occurred peri-procedural. In addition, the neurological deterioration was associated to the presenting stroke, and the intracranial pressure was caused by the stroke and patient's pre-existing high blood pressure requiring the medical treatment. Based on thorough review of the information provided by the study facility, the manufacturer has determined that this event no longer meets the requirement of the reportable event for the device in question.

Event description:
The patient underwent thrombectomy procedure to treat the occluded m1 segment of the right middle cerebral artery. Pre-procedure the patient was assessed having a thrombolysis in cerebral infarction (tici) of 0 and a national institute of health stroke scale (nihss) of 11. It was reported that during the study procedure, the patients vessel (m1) closed up (again) after (each) treatment attempt. Therefore it is suspected that a dissection may have been the cause of the initial stroke or a dissection may have occurred peri-procedural. Post the thrombectomy procedure, a tici of 2a was achieved and at 24 hours post procedure the patient was assessed having a nihss of 11. It was reported that approximately 48 hours post the index procedure, there was neurological deterioration and a hemicraniectomy was performed to decrease intracranial pressure. The patient¿s neurological deterioration and hemicraniectomy to release intracranial pressure were assessed to be related to the presenting stroke and not the subject device(s).